Manufacturer narrative:
Follow-up is not possible with the national breast implant registry, therefore additional event, product, and/or patient details are not attainable. The reason for reoperation is: rupture.

Event description:
Healthcare professional reported "suspected/actual rupture/deflation, correction of asymmetry, change shape/size/style" through the national breast implant registry (nbir). This record is for the left side. Device was explanted.